Manufacturer narrative:
This report is submitted on february 22, 2017. (B)(4).

Event description:
Per the clinic, the patient developed an infection at the implant site resulting in removal of the abutment. The patient is currently using their processor on a softband. The implanted fixture remains insitu.